Event description:
Additional information was received stating that the manufacturer representative (rep) was information by the site that they are having the same issues with the imaging system again. Suddenly not able to take pictures. That means that it doesn¿t work to take either 2d or 3d pictures. Every things looks good, but the green light on the mobile view station (mvs) that indicate that scans can be taken are off. The only things that work make it work are to turn the system and mvs off and restart it again. That means that the procedure is delayed and our settings lost. This is that same issue that we had hole time.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the imaging system. Troubleshooting of log files showed that there was a communication issue with the micro chips on the generator board not working properly. The replaced the generator board. The performed a generator calibration, a loop calibration, manual dose output calibration, auto calibration. Then did a fall time adjustment, analog generator calibration. The system functions were checked and were okay. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that when they were going to do a control scan, it seemed as if the system had restarted itself. This meant that they could not take a control scan and had to take in a c-arc. Troubleshooting was performed and the manufacturer representative turned off the system and the mobile view station (mvs) 4 times before it started working again. They tried to activate the x-ray by pushing the disable button for x-ray on the pendant. They also reconnected the umbilical cable with no success. Imaging was aborted. No impact on patient outcome. No further information provided at this time.